Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion and backup vvi operation. The device was explanted and replaced. The patient was in stable condition post surgery.